Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the sds genesis 10 x 29mm 80cm stent mounted on an opta pro balloon catheter dislodged from the balloon/stent delivery system (sds) while being advanced to the target lesion. The stent was reported to have been retrieved by an open procedure/incision of the vessel. Additional information received indicated that the target lesion was the common iliac artery. The physician was unable to cross/access the target lesion with the sds and the stent dislodged from the sds during the attempt to withdraw the sds into the sheath. The stent was retrieved in an open procedure from the common iliac artery/vessel. No additional procedure films, pictures, or reports are available. The patient was reported to be fine. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during an interventional endovascular procedure with a palmaz genesis stent (sds) mounted on an opta pro balloon the physician was unable to cross/access the target lesion with the sds catheter and the stent dislodged from the balloon/ (sds) while being withdrawn into the sheath introducer. The stent was reported to have been retrieved by an open procedure/incision from the common iliac artery. The product was returned for inspection. One non sterile catheter sds genesis 10.0mm x 29.0mm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the stent. The balloon was partially inflated. The stent was received dislodged inside a plastic bag. However stent marks were observed in the balloon and were noted between the marker bands. The stent was received damaged. No other anomalies were observed in the returned device. Stent marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged failure was confirmed. However the exact cause could not be determined since the balloon showed marks of stent between the 2 marker bands; the secondary failure stent damaged could be not determined. Neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.